Event description:
Pt reported receiving an elevated blood glucose level of 19.8 mmol/l (356 mg/dl). Pt stated when a bolus of over 15.0 units of insulin is given; the infusion set is always leaky. Pt reported changing the infusion set and took correction via the infusion device. Pt's normal blood glucose level is 4.5-6.0 mmol/l (81-108 mg/dl). No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.